Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, foot was partially closed when the device was removed from the patient as it could not retract fully into the guide. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Once outside of the anatomy, the feet were able to close and retract into guide as the scrub tech examined and troubleshooted the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to retract the foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to retract the foot. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close lever/foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.